Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/04/2025, it was reported that the user discovered their ilet screen was cracked when removing it from a pocket. Although the screen powered on, the device was not delivering insulin at the time of the call. The user reported a blood glucose (bg) of 199 mg/dl and used an insulin pen for correction. A replacement device was arranged. No symptoms, external assistance, or medical intervention occurred.